Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to unintended motion of the vessel locator wings/plunger resulting in collapsed wings include, but not limited to, vessel locator button not pushed hard enough, vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a starclose device after a diagnostic procedure with a 6fr sheath. Reportedly, when depressing the blue plunger, the vessel locator wings collapsed during advancement causing the plunger to disengage. This caused a pseudoaneurysm to occur. The device was removed from the anatomy; manual compression was used to achieve hemostasis and thrombin was administered to treat the pseudoaneurysm. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.